Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad and lcx. On the same day after stenting diagonal branch transient occlusion was reported. The patient was treated with a non medtronic guidewire and ballooning. It was reported that the target vessel was not involved. The patient recovered. The investigator assessed the event as not related to index device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication.

Manufacturer narrative:
During the index procedure one resolute onyx des was implanted in the lad and the second resolute onyx des was implanted in the 3rd obtuse marginal. If information is provided in the future, a supplemental report will be issued.